Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Hyperglycemia began following several supply changes. This was the user's first attempt at a supply change after starting the ilet, and device data shows it took several attempts to complete the process. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failure along the fluid pathway of the disposable components during and/or after the supply change was completed, resulting in ineffective insulin delivery.

Event description:
On 8/7/24 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 8/5/24. On 8/13/24 a beta bionics customer care agent followed up with the user about the event. The user reported they changed their supplies for the first time on (B)(6) 2024 they called 911 due to rapidly elevated bg levels and severe symptoms. The user was barely conscious before calling 911, and experienced burning in their throat and lungs, as well as a headache. The highest bg level recorded was over 400 mg/dl, with elevated levels persisting for a couple of hours. The user tested positive for large ketones. The user was admitted to the hospital on (B)(6) 2024 and was released on (B)(6) 2024. Treatment received while in the hospital was not reported.